Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, deformation, wear abrasion. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Besides, observed dip coat in outer surface of the shell(gs).it is out of specification and it is assessed as workmanship. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician dip coat in outer surface assessed as workmanship. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found gel dipcoat/smudge (gs) which is related to the reported complaint. During the trend review of all gel dipcoat/smudge complaints for gel breast implants for the specific time period a outlier was noted. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the gel dipcoat/smudge event, so, no additional actions are deemed required at this time. The issue with gel dipcoat/smudge will continue to be monitored and corrective action taken in the future if deemed appropriate. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture, "silicone deposits," and capsular contracture, baker grade iii.

Event description:
Patient reported left side rupture and capsular contracture, baker grade iii. Healthcare professional later reported "silicone deposits." Device has been explanted.